Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a sling procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the surgeon had difficulty advancing the obtryx needle around the bone and she placed the needle through the sulcus instead of her dissection. Subsequently, the sulcus was sutured and the physician passed the device needle again to complete the procedure. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.